Event description:
Surgeon was completing a procedure for internal bleed and was utilizing the speed band from boston scientific. As the surgeon was deploying the device intraop the bands got all twist and would not deploy.